Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The power pcb and battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The cause of the reported issue could not be determined.